Manufacturer narrative:
One device was returned for repair. Service history reviewed and no relevant service history found within review period. No relevant event history found. Visual and functional testing was performed. The reported issue was able to be replicated through latch lock test/occlusion test. The cause of the reported issue was flex sensor not detecting with latch is closed/open. The reported issue was resolved by replacing the flex sensor.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.